Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that they had obtained an "error 10" message when attempting to measure their blood glucose. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.